Event description:
Litigation papers allege after surgery, patient suffered symptoms and damage to her body including, but not limited to severe pain and discomfort in her thigh, groin, lower back, and hip-joint; metallosis damaging the bone and tissue surrounding the implant; an inability to walk and other lack of mobility; loosening of the implant; pain while sitting; problems standing; popping, clicking and grinding sensations and sounds from implant; inability to sleep on her side without severe discomfort; infection inflammation; swelling; and chromium and cobalt metal toxicity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.